Event description:
The customer stated that she tested her blood glucose and received a reading of "lo". While troubleshooting, she performed control tests and received results of "lo" and 37 mg/dl. The normal control range was 90-124 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.